Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device retained at user facility.

Manufacturer narrative:
Actual device was not returned, hence no device evaluation was performed. Medical records and imaging were provided and reviewed by internal medical director with this impression: from the material submitted, the reported event was confirmed. However, it is not possible to provide a cause for the endoleak. Aortic and iliac remodeling was most likely responsible for the problem. A manufacturing record review was performed, the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed all units were consumed and no other units were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling.

Event description:
It was reported that 7 months post-implant of a bifurcated device and a suprarenal aortic extension, a computed tomography scan revealed a distal endoleak and the devices were explanted. Reportedly, the aneurysm present in the right iliac artery enlarged and had retrograde flow. The physician determined that the addition of a limb extension would not resolve the endoleak. An open repair was performed and the physician elected to explant the device(s). There was no reported injury to the patient.